Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 800mg/dl, and a blood glucose of 20mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with intravenous fluids. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. Two mock bolus calculations were attempted and both times the amount calculated was a different total. This complaint is being reported based on the allegation that the patient experienced hyper and hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 29-apr-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 03-apr-2019 with the following findings: a review of the black box showed the pump was not in use from 10/20/2018 until 3/7/2019. The daily insulin delivery totals in total daily dose correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing, and was delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.